Event description:
Advocate states customer was non responsive when a blood test was performed on him with a result of 201 mg/dl. Later, at the doctor's, the blood result was 32 mg/dl. No additional info was provided about the event so it is unk what kind of treatment the customer was given. The test strips were returned for eval. New meter and strips were sent to the customer.